Event description:
It was reported that the patient is using a wireless hearing device around their neck. When using it, their blood pressure was higher and they were having skipped heartbeats. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).